Event description:
The customer reported that a nurse recognized a vtach alarm for a pt that expired, however, pt was being monitored for ECG only.

Manufacturer narrative:
The customer called the response ctr and reported a pt incident (death). The customer also indicated that a v-tach alarm was provided, but that the pt had already expired. The customer stated that the pt was a paced pt and that the issue may have been due to pulseless electrical activity (pea). There was no allegation or indication of a device malfunction or user error. A field service engineer (fse) went to the customer site and tested the device post incident. The device was found to be performing to specs, providing alarms as appropriate for simulated pt conditions. No further issues have been reported by this customer. No further investigation or action is warranted.